Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. A day after the event onset, the patient was treated with amikacin (150mg, intraperitoneal, for 14 days) for the event. Four days after the event onset, the patient was treated with ciflox (500mg, oral, for 15 days) and heparin (intraperitoneal) for the event. At the time of this report, the patient outcome was not reported. Pd therapy was permanently discontinued. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. A day after the event onset, the patient was treated with amikacin (150mg, intraperitoneal, for 14 days) for the event. Four days after the event onset, the patient was treated with ciflox (500mg, oral, for 15 days) and heparin (intraperitoneal) for the event. At the time of this report, the patient outcome was not reported. Pd therapy was permanently discontinued. No additional information is available.